Manufacturer narrative:
The facility claimed that in 2012, they were told about dsd edge aer having a built in leak test assembly and assumed that they no longer were required to perform manual/self leak test check prior to reprocessing endoscopes in the aer. They stated that they have never leak tested a single scope since 2012 and do not own a leak test system. (B)(4) field personnel reported this observation of non-compliance to the professional society guidelines for reliable disinfection of endoscopes. (B)(4) in-service provided post-install of the aer includes training which references these guidelines and informs the facility that the machine does not replace the initial leak test at the sink and that they should be following the scope manufacturer's IFU for manual cleaning prior to placing the scope in the dsd edge. As stated in society guidelines, all built-in leak testing in the aer are just a redundancy to protect the integrity of the scopes and never replace the requirement of a manual/self leak test check prior to reprocessing in the aer. There is potential patient harm due to potentially damaged scopes being reprocessed then used in a patient procedure which could cause adverse issues such as cross contamination or chemical exposure. To date, there have been reports of illness or injury to (B)(4). This complaint will continue to be maintained within the (B)(4) complaint handling system.

Event description:
The facility reported they have not performed any level of manual/ self leak test check on endoscopes prior to high level disinfection in an aer since 2012. There is potential patient harm due to potentially damaged scopes being reprocessed then used in a patient procedure which could cause adverse issues such as cross contamination or chemical exposure.